Manufacturer narrative:
(B)(4). Only event year known: 2020 device analysis: the analysis results found that the (B)(4) device was received with firing knob from non label side, no apparent damaged and with a reload loaded in the device. The device was received with the knife exposed and the proximal 56 drivers up and the remaining drivers were down with staples present and the swing tab in the locked position. Also, the left gripping surface damaged. No functional testing was performed due to the condition of the reload. The device was test with a test cartridge and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. The damage to the cartridge is consistent with the device being clamped over a hard object. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. In addition, several unformed staples were received inside of a plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The following information was requested, but unavailable: could you please provide more details for ¿misfired?¿ if the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? How was the procedure completed?

Event description:
It was reported that during an unknown procedure, the stapler was not working correctly ¿ misfired. There was no delay to the procedure. The procedure was completed successfully with no patient consequences reported.